Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the order not showing as expected. A technical support specialist (tss) verified that the integrate engineer (ie) had resolved the issue in the test environment. Ie made the changes in prod, and ie believed that this setting had probably been in place since epic and was not related to es 1.11. Issue was resolved. The system functioned as intended after technical support specialist verified the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server orders were not showing. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.